Event description:
Guidant received information that one day post-implant, this lead had increased threshold measurements and impedance measurements went from 600 to 900 ohms in bi-polar mode. Capture could not be obtained in unipolar mode. Subsequently, it was determined that the patient, who is mentally handicapped, became agitated and microdislodged the lead, which eventually perforated the septal wall and entered the left ventricle.